Event description:
X-rays were received by manufacturer for review. Review of x-rays did not identify any discontinuities with the vns system. A portion of the lead was not visible and could not be assessed. It was reported that the patient's generator has not been able to be interrogated. It was reported that there have been no medication or programming changes that would cause or contribute to the patient perceiving device stimulation differently. No intervention have been planned. No trauma or manipulation have occurred that is believed to have caused the generator to be able to be flipped.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the physician was unable to interrogate the patient's generator with two different programming wands. It was reported that the patient has been referred for x-rays. The patient reported that she can feel the device stimulation at the generator site. The patient reported that she manipulates the generator through her skin. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2015 it was reported that the hospital had discarded the explanted device and therefore could not be returned for product analysis.

Event description:
On (B)(6) 2014 the surgeon reported that he did not use a non-absorbable suture to secure the generator during implant surgery, he just used dermabond.

Event description:
On (B)(6) 2015 it was reported that the patient's device was explanted on (B)(6) 2015 due to lack of efficacy and that the device was painful; she felt it moving around the chest wall. Attempts were made for product return but the generator was not returned.